Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation was broken.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. "The following repair and service diagnostic codes were identified: gap between insulation and tip of shaft. Replaced handle. The following was observed: gap between insulation and tip of shaft. The handle was replaced. This does confirm the alleged failure mode of: insulation damage. Probable root cause: "poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life."

Event description:
It was reported that the insulation was broken.